Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s touchscreen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator¿s touchscreen. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation and the customer is taking responsibility to correct/repair the device. The device needs to be updating the software to address the issue.